Event description:
The reporter indicated that the patient was experiencing a shocking sensation in their neck near the lead electrodes when patient turned their head. Diagnostic testing was done and indicated proper device function. Further follow-up with the neurologist indicated that the patient was doing "ok". The neurologist also stated that the patient lost weight and then patient began to experience the shocking. Revision surgery was performed in an attempt to explore the cause of the shocking sensation. The surgeon reported that he did not see any problems with the lead during the revision surgery. The surgeon placed gortex around the electrodes in an attempt to insulate them. Following the surgery, the neurologist reported that the patient was doing better. Approximately one month after the surgery, it was reported that the patient was again experiencing the shocking sensation. The pulse generator's output was decreased and the patient still felt the shocking. It was reported that the shocking was felt only during stimulation on time. The surgeon is planning on replacing the lead.